Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
The patient reported that her blood glucose reached 273mg/dl while wearing the pod on her back for between 24 and 36 hours. She stated that the cannula appeared bent when the pod was removed. Treatment included giving herself more insulin, 1.5 units and 1.7 units. Document increase in bg levels from pdm records or as described by the caller: (B)(6).

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.